Event description:
It was reported that the ok keypad button had to be pressed multiple times in order to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for evaluation and evaluated. The keypad appeared to be intact; however, the ok and down arrow keypad buttons were intermittently responding to user inputs and there was evidence of contamination under the key contacts. Evaluation also determined the battery compartment was cracked, the display was faded, and the bt1 component failed; however these issues are not the reason for this report.